Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had the critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm while customer were on troubleshooting. The customer¿s blood glucose was 217 mg/dl at the time of incident. The customer state that they were able to passed the self test. The insulin pump will not be returned for analysis.